Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found.

Event description:
It was reported the device reached possible premature battery depletion. It was explanted and replaced. The patient status was noted as 'ok'.

Event description:
It was reported the device reached possible premature battery depletion. It was explanted and replaced. The patient status was noted as 'ok'.

Manufacturer narrative:
Evaluation summary update: review of the device memory found a false trigger of eri (elective replacement indicator).

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.